Event description:
--

Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, this device was at elective replacement indicator (eri). Longevity calculations determined that this device did not meet the expected ventak prizm vr (he) longevity based on programmed parameters and therapy history. The ventak prizm vr he eri can be tripped either by voltage or charge time. Analysis confirmed that the eri timestamp was tripped by charge time, rather than battery voltage. Laboratory testing also revealed that the battery cell in this device had sufficient capacity remaining, but had an excessive build-up of internal impedance that was higher than allowed for by design. This resulted in the device's inability to utilize all available battery capacity.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was alleged to deplete prematurely. At this time, the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information, this event will be updated.

Manufacturer narrative:
Subsequently this device was explanted and returned for analysis. Upon analysis this event will be updated.